Manufacturer narrative:
As reported, the sorbafix fastener broke during deployment. The subject device was returned with one (1) loose fastener which is broken/damaged for evaluation. A functional evaluation could not be performed as no fasteners remained in the sample. The sample was evaluated and no manufacturing anomalies were found. Based on the investigation and sample evaluation, the most likely cause is an event occurring during user/device interface resulting in the returned fastener to break while attempting fixation. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december, 2019. Sample evaluated.

Event description:
As reported, on (B)(6) 2020 during an unknown procedure, a sorbafix enhanced 30 count device was used and a broken fastener was deployed. The sorbafix enhanced functioned properly prior to the problem occurring. There was no cracking noise prior to the use of device and the operator is an existing user of the sorbafix enhanced 30 count device. There was no reported patient injury.